Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of vascular damage is determined to use issue because there was leak from common femoral artery (cfa) at level of superficial femoral artery (sfa)/profunda bifurcation and pro glide didn¿t catch the artery and had to do perform the cut down and repair for surgical closure. Hence, the root cause is determined to be use issue. Added- h6 component code 925 corrections to the initial MFR report: f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not returned for evaluation. A supplemental report will be submitted when the investigation has been completed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an impella cp was implanted in a 77-year-old male for mechanical circulatory support during high risk percutaneous coronary intervention. It was reported that there was bleeding at the impella access site. Angiography was performed from contralateral access and showed a leak from the common femoral artery (cfa) at the level of the superficial femoral artery (sfa)/profunda bifurcation. A stent was placed but a leak remained at distal end of the stent. The patient was taken to the operating room for a cut down and repair. A non-abiomed pro-glide caught the artery and side branch holding it open which was bleeding. Surgical closure was successful. No additional information was provided.